Event description:
It was reported that device leaking occurred. Vascular access was obtained via radial artery. The 80% stenosed, 15mmx1.5mm, eccentric target lesion was an in-stent restenosis located in the moderately tortuous and mildly calcified left anterior descending artery. Pre-dilatation was performed with a 1.5x12 emerge balloon catheter resulted to a 70% residual stenosis. Following pre-dilatation, a 1.50mm x 12mm fg emerge mr balloon catheter was advanced for dilation. However, during inflation, the balloon failed to inflate. The device was removed, and found the balloon was deflated and an air leak was noted. The procedure was completed with another of the same device. No patient complications were reported, and the patient was stable.